Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616657-2023-00013 was sent in error. Dissatisfaction is not considered to be a reportable malfunction. MFR#: 9616657-2023-00013 is void as a result.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml there was a mix of products in the packaging. There was no report of patient impact. The following information was provided by the initial reporter: description of event: a nurse on the ward had prepared a tray with all the equipment to check the patency of a patient's venous line in preparation for a transfusion. She took the tray to the patient's room and set about testing the venous line with what she thought was a db posiflush nacl 0.9% syringe, tried to fit the syringe but when she couldn't she saw that it was actually a syringe of 2% lidocaine urethral gel. When she and her colleague looked, they realised that there were 3 of these syringes stored with the posiflush syringes. In fact, the two packages look the same.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml there was a mix of products in the packaging. There was no report of patient impact. The following information was provided by the initial reporter: description of event: a nurse on the ward had prepared a tray with all the equipment to check the patency of a patient's venous line in preparation for a transfusion. She took the tray to the patient's room and set about testing the venous line with what she thought was a db posiflush nacl 0.9% syringe, tried to fit the syringe but when she couldn't she saw that it was actually a syringe of 2% lidocaine urethral gel. When she and her colleague looked, they realised that there were 3 of these syringes stored with the posiflush syringes. In fact, the two packages look the same.